Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery to downsize the cuff. The component was removed and replaced. There were no patient complications reported.